Manufacturer narrative:
Erroneous data generated. A definitive root cause has not been determined for this event.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous glucm (glucose) results for two (2) patient samples and variable glucm results for quality controls on their unicel dxc 600 pro synchron chemistry analyzer. The customer reported that since (B)(6) 2011, at least one level of either a serum quality control, a urine quality control, or a cerebrospinal fluid quality control for glucm was recovering high or low. The customer reported when one of the quality controls was recovering outside of its established range, patient samples would be run on their other unicel dxc 600 pro synchron chemistry analyzer to assay for glucm. The customer was requested to fax the quality control data to bec for review. Patient data was included in the fax received from the customer. The glucm results for two of the patients were discrepant between the two analyzers in the customer's laboratory. After contacting the customer to review the faxed results, it was verified that erroneous glucm results were reported for two patients. In a later communication with the customer, the customer reported that there was no impact to patient treatment resulting from the erroneous glucm results. The customer informed bec that no amended reports were generated for the erroneous glucm results. A field service engineer (fse) was dispatched to the customer's site. The fse cleaned the glucose cup and module. The fse did not replace any parts on the analyzer. A definitive root cause has not been determined for this event.